Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) replaced reagent probes and seals and performed reagent probe position adjustments. The customer performed precision testing, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 744185. The expiration date was not provided. Calibration was last performed on 24-apr-2024. The qc recovery data provided was acceptable. The alarm trace shows an abnormal aspiration alarm. The field service engineer (fse) performed a precision test, checked all mechanism tubing, checked rinse levels, check main pump and gear pump pressures, and checked the vacuum pressure. The customer replaced the reagent pack and performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 6 patient samples on a cobas 8000 c702 module. The customer provided an example of discrepant results for 1 patient plasma sample. The initial ca2 result was 4.2 mg/dl. The customer was prompted to repeat the sample as their laboratory information system flagged the result as critical. The sample was repeated on another c702 analyzer and the result was 6.4 mg/dl. The repeat result was deemed correct.